Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the nurse is experiencing back pain due to regularly boosting patients up in beds. It was further reported that the nurses visited a chiropractor and had massages to help alleviate the pain. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the nurse is experiencing back pain due to regularly boosting patients up in beds. It was further reported that the nurses visited a chiropractor and had massages to help alleviate the pain. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.